Event description:
The MFR rec'd info alleging a pt expired while on a ventilator. The pt reportedly became decannulated and allegedly the ventilator failed to audibly alarm to alert the caregiver. This info was rec'd on (B)(4) 2013. In addition, the MFR rec'd ufr (B)(4) on (B)(4) 2013 for this same event. The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. The MFR's investigation is currently ongoing. A f/u report will be submitted when the MFR's investigation is complete.